Event description:
Approximately 5 years after initial implant of a gore excluder bifurcated endoprosthesis, the device was explanted due to a persistent type ii endoleak. Currently the pt is doing well.